Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7108057.

Event description:
It was reported that the patients lead was repositioned due to inadequate stimulation. The patient was doing well postoperatively and the device remains implanted.